Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After the valve was removed the dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no non-conformances were identified. The resistance issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Due to the resistance with sheath issue, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged into the hub component. The finding was identified on (B)(6) 2022. During the procedure, there was resistance to insert the dilator. The dilator met with resistance when inserted after the sheath was transseptal. The sheath had to be replaced which resulted in 10cc blood loss to the patient. Patient was asymptomatic. The physician¿s opinion on the cause of this adverse event was product malfunction. The patient outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. Patient hemodynamics were not compromised due to bleeding and no medical intervention was required to stop the bleeding. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.